Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 540 mg/dl. The customer also experienced nausea, excessive thirst and vomiting. The customer stated that he removed the infusion set, and the cannula was bent. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was advised to insert into areas with less scar tissue as the customer is only using the abdomen, which is also where he gave manual injections prior to insulin pump therapy. Nothing further was reported.